Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported PICC inserted on (B)(6) 2024. Patient is receiving coagulation factor infusion through her PICC as well as regular blood draws. On november 16, the PICC is reported "out of service, unable to infuse". Patient reports the instructions for use have always been scrupulously followed and will contact radiologist for further instructions.